Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) was found ruptured so the device could not be anchored at the vessel. There was no reported patient injury. The device was returned for evaluation. A non-sterile mynx control vascular closure device 6f/7f was returned for investigation. Per visual analysis, button 1 and button 2 were fully depressed with the stopcock open. The balloon was retracted into the advancer tube. The syringe was not connected to the device. The sealant and procedural sheath were not returned with the device. Per functional analysis, button 2 was reset to the factory setting to expose the balloon. Leak testing was performed by attempting to inflate the balloon of the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a radial tear in the balloon, approximately 5 mm from the balloon neck. A product history review of lot f2103601, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) was found ruptured so the device could not be anchored at the vessel. There was no reported patient injury. The device will be returned for evaluation.